Event description:
It was reported to philips that the system was unable to turn on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that the system was not switching on. After reviewing the log, fse found reported malfunction. As a part of troubleshooting fse identified that the host pc was not booting. To resolve the issue, the fse manually turned on the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.